Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the heartstart xlt would not change the battery. There was no pt involvement.